Event description:
It was reported the pt had an x-ray indicating an inflammatory mass. The hcp expected to remove the mass soon. The type of medication, concentration and daily dose being administered via the pump were not reported. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.